Manufacturer narrative:
Concomitant product: product ID 8709, serial# unknown, product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump and pumphead revealed a deformed pump tube. There was overinfusion. The root cause was undetermined. The pump was received with no fluid in it and running at simple continuous mode. Both dispense accuracy and infusion accuracy testing shows slight over infusion which could lead to volume discrepancies. Dye was put into the pump with the pump programmed to stop mode. After about five days destructive analysis was done to see if dye had leaked past rollers and out through the pump outlet. The dye study was inconclusive and no dye leaking past rollers was seen. Destructive analysis did reveal quite a bit of white residue in the pump head and on the tube. The tube also was deformed in shape, hardened and milky white colored.

Event description:
Additional information received reported that the device was to be replaced (B)(6) 2013 and was to be returned to the manufacturer.

Event description:
It was previously reported the device was to be replaced (B)(6) 2013. Corrected information: the device will be replaced on (B)(6) 2013.

Event description:
It was reported a volume discrepancy occurred. The expected volume was 4.1 ml. The actual volume was 1.6 ml. On (B)(6) 2012 refill; instead of 2.5 ml, 0 ml was in the pump; (B)(6) 2012 refill; instead of 4.1 ml, 1,5 ml was in the pump; (B)(6) 2013 refill; instead of 5.5 ml, 1.5 ml was in the pump. A replacement was planned for when the elective replacement indicator occurs. The patient status was alive; no injury. The pump was delivering fentanyl. It was noted that hydromorphon is new in the pump.

Manufacturer narrative:
(B)(4)3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.